Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving a low scan of 50 mg/dl with the sensor when compared to an adc meter result of 100 mg/dl. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer further reported being unable to self-treat and had contact with a healthcare professional and received medical treatment for the diagnosis of hyperglycemia however, the customer refused to provide further details of the treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section h4: device mfg date: from 12/14/22 to 09/14/22 section d4: updated serial number: (B)(6). Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving a low scan of 50 mg/dl with the sensor when compared to an adc meter result of 100 mg/dl. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer further reported being unable to self-treat and had contact with a healthcare professional and received medical treatment for the diagnosis of hyperglycemia however, the customer refused to provide further details of the treatment. There was no report of death or permanent injury associated with this event.